Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A consumer reported via the manufacturer's representative, that the consumer did not have stimulation. The representative ran impedances and the consumer had only two good electrodes, 10 and 14. The consumer was reprogrammed and was then receiving stimulation and the battery life voltage was reported to be ok. The consumer was receiving good therapy at the end of the meeting with the manufacturer's representative. The indication for use was spinal pain and chronic low back pain. Should additional information be received, a follow up report will be sent out.